Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results-unknown) no erroneous analyte was reported. The affected analyte(s) must be specified in order to perform clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® edta 2k, erroneous results- anemia test were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® edta 2k, erroneous results- anemia test were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.